Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use the ventilator started alarming low fio2 while continuing to ventilate the patient. The respiratory therapist made ventilator setting changes that seemed to alleviate the alarm, shortly after that, the ventilator started alarming low fio2 again. At this point, the patient''s saturations were beginning to decline so the patient was placed the patient on another ventilator. There was no reported patient harm.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.